Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The customer received a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the device would fail the 10 hertz test. This may lead to device's failure to recognize shockable rhythm. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the device would fail the 10 hertz test. This may lead to device's failure to recognize shockable rhythm. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician further evaluated the customer's device and was unable to verify and duplicate the reported issue. A cause of the reported issue could not be determined.